Event description:
It was reported that the patient admitted to hospital on (B)(6) 2026 due to hyperglycemia caused by the insulin flow block alarm. The blood glucose level was treated with insulin pump.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 8021545.